Event description:
Leak from the pt line after the prime cycle. The home pt was not connected at the time. There was no obvious damage to the carton or overpouch. The home pt does not use any type of sharp object to open the packaging. No pt injury or medical intervention was reported.